Event description:
It was reported that during use in a patient the cs300 intra-aortic balloon pump (iabp) alarmed. There were leaks in iab or other connectors. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse replaced the k6, k7, k8 valve to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient the cs300 intra-aortic balloon pump (iabp) alarmed. There were leaks in iab or other connectors. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) initiated evaluation of the iabp. The evaluation and repair has not been completed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use in a patient the cs300 intra-aortic balloon pump (iabp) alarmed. There were leaks in iab or other connectors. There was no harm or injury to patient and no adverse event was reported.